Event description:
It was reported that the external pulse generator was returned because it was not working and it subsequently tested out of specification at analysis (patient connector found broken). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: at analysis it was noted that the patient connector and the lower case were found broken. It was additionally noted that the patient connector, lower case, company label, 2 bail covers, 2 bail attachments, the ring cover, the ring attachment and the battery drawer o-ring all needed to be replaced. The price quote for the required repairs was not approved and the device was sent back to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.